Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, r-wave amp variation, loss of capture and low pacing lead impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported events of r-wave amp variation, loss of capture and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During a remote follow up, loss of capture, decreased pacing impedance, and increased sensing were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found to be dislodged. During the revision procedure the helix of the rv lead failed to extend and failed to retract. The rv lead was explanted and replaced to resolve this event. The patient was stable.